Event description:
It was reported to lifecell that the patient presented with recurrence 6 months pod following abdominal wall repair (underlay technique was performed to reinforce primary closure with pds sutures). Both pieces of strattice "slid out" just as they were at implantation. Patient was repaired again with synthetic mesh.

Manufacturer narrative:
Lot# s10970-083; model# 1620002eu; expiration date 12/31/2012. Lot# s11041-271; model# 2025002eu; expiration date 05/31/2013. Device manufacture date: lot# s10970; manufacture date 07/27/201.1 lot# s11041; manufacture date 12/08/2011. Review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from these lots: review of the device history records revealed no deviations associated with the production of lots s10970 and s11041. The products met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lots were irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lots. Results of bacterial endotoxins testing were acceptable. As per the surgical pathology report for the returned device: multiple sections of strattice graft are reviewed. The majority of the strattice graft appears relatively well preserved with superficial areas of degeneration. The majority of the degeneration is associated with a multinucleated foreign body giant cell response present at the interface between the graft and the surrounding connecting tissue. This area occupies less than 10% of the surface. Special stains for bacteria and fungi (gram and gms stains) are performed and are negative. A very small superficial area of acute inflammation is seen, which does not appear to be clinically significant. There is no ingrowth of the fibroblasts or capillaries in the sections examined. To date, 4 other complaints have been reported to lifecell against lot s10970 (lc 401100 - drainage: objective assessment of the graft could not be made since the graft was not returned to lifecell. It is unknown how the device contributed to the event. Lifecell was unable to obtain any other information to assess patient and surgical technique considerations; lc 403535 - disintegration: based on the information as provided, and that the device was not returned to lifecell for evaluation, the relationship between the event and the strattice could not be determined; lc416928 - labeling: the pouch was contained within a carton that was secured with tamper-evident labels to meet qc release criteria. Therefore, it is unlikely that the labels fell off during processing; lc 432262 - re-herniation: the event is not a result of direct device failure. Given the time post-implant, medical affairs confirms the event is related to a combination of surgical technique, lack of postoperative abdominal wall stabilization, and patient comorbidities, including obesity. Strattice was bridged and primary closure of rectus muscle was not obtained. The finding of lateral retraction of the rectus muscle is an expected (or anticipated) physiological occurrence given the bridged repair (no rectus muscle closure) and normal intra-abdominal forces). To date, 1 other complaint has been reported to lifecell against lot s11041 (lc 428535 - disintegration: the finding of graft disintegration was incidental and directly related to exposure to bowel contents. The device did not cause or contribute to this event). Conclusion: the investigation continues in order to retrieve more details concerning the event and the patient's current condition.